Event description:
(B)(4). Event occurred in the united states. It was reported during the insertion process (for the first time), that the needle got bent and did not went into the patient's body. Therefore, he did not get insulin. The patient had extreme abdominal pain and elevated blood glucose level, which he self-treated with the pump. It was reported by the patient's daughter that her father was in the hospital for high blood glucose levels (over 400 mg/dl). During hospitalization, he was on insulin drip and was hospitalized for four days. Currently, his blood glucose was 154 mg/dl. Both the patient and her daughter stated that everything else was good after this incident. No further information available.